Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue. The instrument was found to have the main tube broken. A piece measuring approximately 0.230 x 0.335 was not returned with the instrument. The root cause of broken instrument main tube is typically associated with mishandling/misuse.

Event description:
It was reported that during central processing, the tube was broken at the upper end of the permanent cautery hook instrument. There was no report of patient involvement.